Manufacturer narrative:
The subject device involved with this complaint was returned to and evaluated by lifescan product analysis with the following findings: the lancing device was found to be broken. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ultrasoft lancing device experienced cap is loose/falls off. The patient was a (B)(6)-year-old female and there is no weight data available.